Event description:
During shoulder arthroscopy, attending surgeon was using the scorpion suture passer, tip of the needle broke off in the surgical field. The surgeon was immediately able to retrieve the needle tip and no complications occurred.